Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not working properly. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the touchscreen was not fully responsive, and the calibration failed. No impact damage was noted, and the customer requested part information to correct the issue. The rse provided the customer with the information for a replacement touchscreen. In a good faith effort (gfe) response from the customer received, it was stated that the touchscreen was ordered, received, and replaced. The issue was confirmed to be resolved and the device was returned to use. The customer stated that the defective replaced touchscreen was properly "e-wasted." The investigation concludes that no further action is required at this time.